Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092. Manufacturing site: 3005778470.

Event description:
End user reported notch on funnel and coude tip not aligned. He stated every one he used was off by varying angles and just not aligned. He did mention as an example if one is misaligned by 35 degrees and he has to angle the catheter differently so he can use them comfortably so as to avoid bleeding. There was no harm reported. No additional information was provided.